Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the right ventricular lead was sutured down the physician noted loss of sensing, attempts were made changing the cables with the same results. The lead was not used and a new right ventricular lead was placed successfully. The procedure was completed without further sensing issues. No patient consequence were reported.